Event description:
It was reported that a patient presented in the clinic for a follow-up. Non sustained right ventricular over sensing episodes showed possible myopotential oversensing. Isometric testing revealed some noise but was not oversensed. No symptoms were reported.